Event description:
It was reported that the customer had stated that on may 9th they had attempted to use the catheter and had observed that it was not draining, appearing as though there was a piece of plastic inside the bag. It had been noted that this had occurred before; however, this was the first time the issue had been officially reported. The bag had been changed, and the device then functioned properly, suggesting that the problem had been related to the bag or the component connecting to the foley catheter. The issue had occurred with only one product from the batch. One additional unit from the same box and others from different boxes remained available for further testing to determine if a similar issue existed. The product had not been retained for return evaluation, as functionality had been restored after replacing the bag. No photographic documentation had been available for reference.

Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.